Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der state that this patient has a left total hip with trilock stem and pinnacle cup. Surgeon implanted the cup through the inner pelvic wall. Now the patient has pain and the new surgeon did an acetabular revision. The stem was well fixed and retained. The cup was removed and a new one implanted. The patient is stable. (B)(6) 2016; (B)(6) 2017; left hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.